Event description:
The customer reported that the ortho provue analyzer interpreted a known positive sample containing anti-e as negative. The customer visually reviewed the gel cards processed on the provue, and indicated that the reactions showed questionable agglutination. The sample reacted positive in manual gel method and on two other provue instruments. False negative test results can lead to transfusion of incompatible blood. Erroneous test results were not reported, as the test results obtained on the provue did not match results obtained with an alternate method or patient history.

Manufacturer narrative:
No definitive cause was determined. An ocd field engineer arrived on site and indicated that the image in the log file showed a light in the lower portion of the card. The fe cleaned the lens and performed the appropriate adjustments to the iris to return the instrument to expected operation. This customer has logged a related complaint against this analyzer since the incident.